Event description:
It was reported by a healthcare provider that there was an alleged product malfunction with the intera hepatic pump refill kit lot 23g011ct. It was reported that the stopcock and syringe did not have a tight connection and it looked like the syringe was tilted. It was reported that they obtained a 2nd intera kit and the connections felt tight and secure. They accessed the pump and after accessing, residual fluid was leaking from the top of the stopcock.it was reported that they clamped the tubing, grabbed a 3rd kit and another nurse to assess the connections. They switched the stopcock and syringe with the stopcock syringe of the 3rd kit and then everything proceeded as per usual. When they checked the parts of the 1st and 2nd kits, they observed that the tip of the unused syringe from the 1st kit was broken and stuck inside the stopcock. It was reported that happened to them twice in the past, but no further details were provided.

Manufacturer narrative:
The device was not returned for evaluation and a photograph of the broken syringe tip was not available. Therefore an evaluation of the device is not possible. The device history record for lot 23g011ct was reviewed. One nonconformance was noted, pertaining to the visual appearance and seal of the syringe barrel. The nonconformace is not expected to have an impact on the luer-tubing set integrity. No other deviations or nonconformances were noted in the device history record. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.